Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient stated he had not used system in a while as it was shocking him. Issues had been going on for sometime but not sure. Adaptive stim reset and readjusted. The issue was resolved.